Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, there was a bulge in the iab. The iabp was re-started and the issued resolved. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, there was a bulge in the iab. The iabp was re-started and the issued resolved. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, there was a bulge in the iab. The iabp was re-started and the issued resolved. There was no reported injury to the patient.